Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, the facility reported that they replaced the mixer pump which resolved the issue. The machine was returned to service with no further issue. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
The user facility reported the mixer motor was smoking and burned out, and the machine powered off. The machine was then unplugged, and the biomedical technician replaced the mixer pump which resolved the issue. The machine is back in service.